Manufacturer narrative:
Pump received with detached end cap. Unable to perform displacement test and test for a33 alarms due to detached end cap.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.